Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain / pain") in a 26-year-old female patient who had essure (batch no. 708677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), migraine ("migraine headaches") and headache ("headache"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the first episode of abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia),") and the second episode of abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (hydrothermal ablation,dilation and curettage/hysteroscopy,diagnostic laparoscopy /coloscopy/ left ovary) and surgery (unilateral salpingo-oopherectomy - left ovarian cystectomy,oopherectomy(one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, feeling abnormal, dysgeusia, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 67 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Reporter information updated. Pfs received. Reporter information updated. Added event abnormal bleeding (general), abnormal bleeding (menorrhagia),headache, nickel allergy, right lower quadrant pain, she did not undergo essure confirmation test. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain / pain") in a 26-year-old female patient who had essure (batch no. 708677-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), migraine ("migraine headaches") and headache ("headache"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the first episode of abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia),"), the second episode of abdominal pain lower ("right lower quadrant pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (hydrothermal ablation,dilation and curettage/hysteroscopy,dignostic laproscopy /coloscopy/ left ovar) and surgery (unilateral salpingo-oopherectomy - left ovarian cystectomy,oopherectomy(one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, feeling abnormal, dysgeusia, menorrhagia, headache, allergy to metals, the last episode of abdominal pain lower, female sexual dysfunction, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: the essure oil was placed into the left ostia without difficulty with one coil visible. The right ostia was then visualized and essure device was then placed into the right tubal ostia without difficulty and there were coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 67 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain / pain") in a 26-year-old female patient who had essure (batch no. 708677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included morbid obesity. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)"), migraine ("migraine headaches") and headache ("headache"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the first episode of abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("abnormal bleeding (menorrhagia),"), the second episode of abdominal pain lower ("right lower quadrant pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (hydrothermal ablation,dilation and curettage/hysteroscopy,dignostic laproscopy /coloscopy/ left ovar) and surgery (unilateral salpingo-oopherectomy - left ovarian cystectomy,oopherectomy(one side removal of ovary)). Essure was removed on (B)(6)2016. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, feeling abnormal, dysgeusia, menorrhagia, headache, allergy to metals, the last episode of abdominal pain lower, female sexual dysfunction, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: the essure oil was placed into the left ostia without difficulty with one coil visible. The right ostia was then visualized and essure device was then placed into the right tubal ostia without difficulty and there were coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 67 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events apareunia (inability to have sexual intercourse) , nausea , nickel allergy, fatigue, metal taste were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("cramping"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, abdominal pain lower, migraine, feeling abnormal and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.